Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the venting connector corrosion was due to a degradation problem identified. The degradation problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the adhesive on the distal sheath being chipped was due to a separation problem. The separation problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the venting connector was corroded and the adhesive on the distal sheath was chipped. It was determined that the venting connector and the distal sheath needed to be replaced. There was no patient involvement.